Manufacturer narrative:
The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the set screw could not be loosened during a generator change-out. Lead was eventually freed from device when physician broke apart the device header. Upon further inspection it was noted that the metal sleeve around the lead pin, which houses the set screw was stuck around the lead pin and could not be removed.